Event description:
It was reported that before use with a prismaflex machine, a cracked base was observed "during out of box". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician who confirmed the reported problem. During evaluation, the qualified technician noted that the base of the device was faulty. To resolve the issue, the base was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.